Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. There¿s no bpa detection. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event

Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) was explanted and replaced purely due to being at end of life (eol), and there were no malfunctions noted.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted. Further information was requested, but not yet available.